Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), valve embolization is a known potential complication associated with the transcatheter valve replacement procedures. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, lack of calcified anchoring targets, minimally or bulky/severely calcified leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Lack of calcified target locations, minimal leaflet calcification). In addition, the IFU and training manual cautions that valve deployment should be within an appropriately sized stented or calcified non-compliant pulmonic conduit. Deployment should be within a non-compliant pulmonic conduit (stented or calcific). In this case, the pulmonic valve was not pre-stented prior to valve deployment. The perceived root cause of the embolization was attributed to lack of anchoring points for the valve as well as a more ventricular valve deployment due to tortuosity of the native pulmonary artery branches.  The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the clinical specialist, a 29 mm sapien xt was implanted in the pulmonic position. After implantation and post-dilation the valve embolized into the right ventricle. The patient was transferred to the or for surgical removal of the thv and placement of a surgical pulmonic valve. The pulmonic valve was not pre-stented but did have a surgical patch. The perceived root cause of the embolization was that the valve was placed short of the landing zone because of angulation of the branch pas. The patient is stable and waiting to be discharged.